Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating, customer tried to unplug and plug back in the power cord and network cable, tried rebooting the station but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on offline mode. A field service engineer restored network connectivity after finding that the ethernet cable had been plugged into the wrong outlet. Verified the network connection and confirmed that data synchronization was functioning properly. The system functioned as intended after the field service engineer troubleshot the issue.